Event description:
During an attempt to place two stents a 3.5 x 28mm and a 3.5 x 13mm cypher, within a bifurcating lesion for kissing stents, the two devices would not cross the lesion sites. When the physician withdrew the 3.5 x 28mm stent back through the guiding catheter, the stent dislodged within the touhey-borst adapter. The 3.5 x 13mm stent was also withdrawn through the guider without incident; however, the stent appeared flared, so the physician did not re-use. Two additional stents were used to successfully complete the procedure. There was no patient injury. No additional patient or procedural details are available.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt. This is one of two products reported for related events. Please reference MFR report#'s: 3003742446-2006-00395 and -00396.